Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. Per data log review: on (B)(6) 2026, the log showed two under speed belt slips at 13:55:05 and 13:54:07. The most likely cause of the belt slips was due to the pump being over occluded. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) opened the roller pump and inspected it. The fsr found that the belt was intact and no oil was leaking from the main bearing. The roller pump stop nut was tightened to increase belt tension. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the cardioplegia roller pump displayed several 'belt slip' messages near the end of induction which made it difficult to use. The perfusionist was able to use it for the remainder of the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.